Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium is tan and trabeculated with 2 medical devices consistent with essure wires embedded within the myometrium') and device expulsion ('migration of essure device location of device: essure migration into uterus') in an adult female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi : 45.73), adnexal mass, paratubal cyst (right paratubal cyst) and gallstones. One coil was left and expanded in the endometrial cavity on the left side. On the right side, the tubal ostia was visualized and cannulated. The device was deployed per manufacturer's instructions. There were approximately 2 coils left in the endometrial cavity; however, it appeared that the inner coil was partially extended within the endometrial cavity and a grasper was used to further introduce this into the tube. Following this, the inner coil was no longer visible and only approximately 1 coil of the outer coii was visible. The procedure was terminated and the patient was awakened and escorted to the recovery room in stable condition. Concurrent conditions included uterine fibroids. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In september 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), depression ("hormonal changes describe: depression"), rash ("rashes or skin conditions type: rash/ rash on face"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth"). In march 2009, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with left fallopian tube, salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, rash, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, fatigue, weight increased and dysgeusia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, menorrhagia, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were approximately 2 coils left in the uterine cavity approximately 1 coil of the outer coil was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Pathology test - on 25-apr-2014: uterus:- the serosa is focally observed, this appears tan, smooth and glistening. The endometrium is tan-red, smooth and scant, averaging 0.2 cm in thickness. The myometrium is tan and trabeculated with 2 medical devices consistent with essure wires embedded within the myometrium and 2 well-circumscribed white myomatous nodules measuring 0.6 and 0.9 cm in greatest dimension. The cervix, bilateral ovaries and right fallopian tube are absent. 2. Left fallopian tube:- gray fimbriated fallopian tube measuring 3 cm in length and 0.5 cm in diameter. Attached to the serosa is an aggregate of yellow-tan soft tissue measuring 0.9 x 0.8 cm. Sections of the fallopian tube disclose a lumen measuring up to 0.4 cm in diameter containing tan soft mucosa. 3. Gallstone:- disrupted, ovoid tan-green and friable stone consistent with a gallstone per requisition slip. The stone measures 1.7 x 1.1 x 0.8 cm. 4. Right paratubal cyst:- tan-white intact cystic structure measuring 1.1 x 0.9 x 0.4 cm. The cyst is bisected to disclose a small amount of clear fluid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium is tan and trabeculated with 2 medical devices consistent with essure wires embedded within the myometrium') and device expulsion ('migration of essure device location of device: essure migration into uterus') in an adult female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi : 45.73), adnexal mass, paratubal cyst (right paratubal cyst) and gallstones. One coil was left and expanded in the endometrial cavity on the left side. On the right side, the tubal ostia was visualized and cannulated. The device was deployed per manufacturer's instructions. There were approximately 2 coils left in the endometrial cavity; however, it appeared that the inner coil was partially extended within the endometrial cavity and a grasper was used to further introduce this into the tube. Following this, the inner coil was no longer visible and only approximately 1 coil of the outer coil was visible. The procedure was terminated and the patient was awakened and escorted to the recovery room in stable condition. Concurrent conditions included uterine fibroids. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), depression ("hormonal changes describe: depression"), rash ("rashes or skin conditions type: rash/ rash on face"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dysgeusia ("other injury(ies) or complication(s) please describe: metallic taste in mouth"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with left fallopian tube, salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, depression, rash, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, fatigue, weight increased and dysgeusia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, embedded device, fatigue, menorrhagia, mood swings, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were approximately 2 coils left in the uterine cavity approximately 1 coil of the outer coil was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Pathology test - on (B)(6) 2014: uterus: the serosa is focally observed, this appears tan, smooth and glistening. The endometrium is tan-red, smooth and scant, averaging 0.2 cm in thickness. The myometrium is tan and trabeculated with 2 medical devices consistent with essure wires embedded within the myometrium and 2 well-circumscribed white myomatous nodules measuring 0.6 and 0.9 cm in greatest dimension. The cervix, bilateral ovaries and right fallopian tube are absent. Left fallopian tube:- gray fimbriated fallopian tube measuring 3 cm in length and 0.5 cm in diameter. Attached to the serosa is an aggregate of yellow-tan soft tissue measuring 0.9 x 0.8 cm. Sections of the fallopian tube disclose a lumen measuring up to 0.4 cm in diameter containing tan soft mucosa. Gallstone:- disrupted, ovoid tan-green and friable stone consistent with a gallstone per requisition slip. The stone measures 1.7 x 1.1 x 0.8 cm. Right paratubal cyst:- tan-white intact cystic structure measuring 1.1 x 0.9 x 0.4 cm. The cyst is bisected to disclose a small amount of clear fluid. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received. Events: case became valid & incident previously reported event "injury to herself " updated mood swings, depression, abnormal bleeding (vaginal, menorrhagia), rash, bladder or urinary problems, partial expulsion, dental problems, dysmenorrhea, vaginal discharge, fatigue, weight gain, metallic taste in mouth & device embedded were added. Events outcome: dysmenorrhea (cramping) were changed unknown to recovering/resolving. Lot no., lab data, onset date, medical history, concomitant drug, reporter and reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.